Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported event. The product analysis lab (pal) evaluated the device and no failure or malfunction were identified that could have caused or contributed to the patient passing away. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. An internal and external inspection was performed and found no issues. An evaluation of the device pneumatic system revealed all pressures were correct and stable. A short simulated therapy was performed successfully. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that peritoneal dialysis patient passed away. The cause of death was unknown. It was not reported if the patient was hospitalized prior to death. It was not reported if the patient was connected to the homechoice or if peritoneal dialysis therapy was ongoing at the time of death. No further information was provided. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device has been received, however, the evaluation of the device has not yet been completed. Upon completion of the evaluation or if additional relevant information becomes available, a supplemental report will be submitted.